Manufacturer narrative:
Follow-up #1 date of submission 06/26/2013-device evaluation: the cartridge was returned and evaluated by product analysis on 06/12/2013 with the following findings:a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. A retain cartridge sample from the same lot was also tested, with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a site/set/cart (cartridge leak) issue. The patient stated that she had experienced higher than normal blood glucose (bg) but denied symptoms and did not provide any bg values. The patient noted that the cartridge was running out of insulin sooner than it should. The cartridge compartment is reportedly dry but smells like insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. The reported bg excursions do not meet criteria for a serious injury.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.